Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was leaking ¿hourly¿ and when the device did work she was able to three hours. The patient had her neighbor try to adjust her but this was unsuccessful. The patient saw the poor communication screen and tried with and without the antenna. The patient stated that this occurred after an unrelated medical procedure. The patient had two surgeries on (B)(6) 2013 and did not turn off the device for these. The health care providers (hcp) said they did not do anything to the device. The patient was scheduled to see a manufacture representative at the clinic on (B)(6) 2013. It was noted that their device was "not working". It was noted that the battery in the programmer was dead. It was noted that the patient thought the surgeries could have wiped out the programming on their implantable neurostimulator. About two weeks later it was reported that the cause of the event was that the device was turned off for surgery. Reprogramming was performed on (B)(6) 2013 and the patient was increased from 2.9 to 4 volts. Follow up was scheduled for (B)(6) 2013. No hospitalization was required and the patient outcome was noted as no injury. Additional information reported that the patient was ¿leaking all over the place¿ and was in a department store and ¿made a trail¿ and left due to embarrassment. The patient met with their physician and the manufacturer¿s representative on (B)(6) 2013 and was programmed to program 2 since program 1 was doing anything for them. The patient had another appointment for (B)(6) 2013 with their doctor and the manufacturer¿s representative at which time they may possibly get an x-ray (original appointment on (B)(6) 2013 was cancelled). Additional information stated the patient met with a manufacturer representative the week prior to report and was reprogrammed. Additional information reported the patient was receiving effective therapy following her programming session.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v842736, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).